Manufacturer narrative:
(B) (4). (B) (4). (B) (4). The analysis results found that two devices were received sterile from the same batch number. Devices a and b were received sterile and in good visual condition. The breakaway washers were present, uncut and the devices were received fully loaded with staples. The devices were opened and tested for functionality; the devices fired and formed all the staples as well as completely cut the test media and the breakaway washers without incident. The staple lines were complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). (B) (6).

Event description:
It was reported by the customer that during a sigmoid colon resection procedure when the device was being fired to create the anastomosis the staples did not form correctly. The surgeon did a hand anastomosis along with a loop ileostomy. All the staples were removed from the patient. Unknown what the patient¿s current condition. (B) (6).